Event description:
Consumer via e-mail stated that their oral-b replacement toothbrush head fell apart after two months. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Manufacturer narrative:
28-jan-2022 product investigation results: product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Event description:
Consumer via e-mail stated that their oral-b replacement toothbrush head fell apart after two months. No injury was reported.